Manufacturer narrative:
A case of infection was reported to abbott. The patient complained of pain in the upper back, and the patient developed an infection at the lead site. The patient was admitted to the hospital. The leads were pulled and a laminectomy was performed. The patient was later released from the hospital and placed on antibiotics. The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31950. It was reported that following an implant procedure on (B)(6) 2020, the patient complained of pain in the upper back, and the patient developed an infection at the lead site. The patient was admitted to the hospital. The leads were pulled and a laminectomy was performed. The patient was later released from the hospital and placed on antibiotics.